Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1274866, medical device expiration date: 30-sep-2026, device manufacture date: 01-oct-2021, medical device lot #: 1321232, medical device expiration date: 30-nov-2026, device manufacture date: 17-nov-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter tip was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip is damaged. Today, a small patient had to suffer 4 pokes because it didn't work the first time.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter tip was damaged. The following information was provided by the initial reporter, translated from german to english: the catheter tip is damaged. Today, a small patient had to suffer 4 pokes because it didn't work the first time.

Manufacturer narrative:
H.6. One photo and two samples were received by our quality team for evaluation. From the phot, the needle was observed to be pierced through the catheter tip area. The samples were subjected to visual inspection to check for the needle piercing the catheter. The sample were observed with the needle pierced through the catheter near the tip area. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product was manipulated or during the needle cover removal if not done carefully. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.